Manufacturer narrative:
Product evaluation correction: removed: "the electrode wires were within their respective lumen which indicates they were not the cause for the damage." Added: "the cuff should be inflated and inspected prior to use. If any damage is noticed, the tube should be discarded. In addition, the cuff is a supplied assembly, and no other signs indicate that the issue was a result of manufacturing." Corrected product evaluation: when received for analysis, there was tape on the tube which is an indicator of intubation and is consistent with the reported event. A syringe was used to inject the cuff with 10cc of air, and the air leaked out in less than 2 seconds which confirms the complaint. When compared to the assembly drawing: there was a gash in the cuff measuring 0.10¿ which would have resulted in the reported malfunction. When viewed under magnification, there were no other indentations or marks in the same proximity as the hole. There is no evidence to indicate when the damage occurred, however it is likely the cuff was weakened by either over inflation or damage during insertion. The cuff should be inflated and inspected prior to use. If any damage is noticed, the tube should be discarded. In addition, the cuff is a supplied assembly, and no other signs indicate that the issue was a result of manufacturing.

Event description:
It was reported that ¿anesthesia is having problems with the nim et tubes they are blowing the balloons we have a 7fr in the office from dr. (B)(6) case today. Follow up information stated: "intraoperative, the balloon (cuff) deflated and the anesthesiologist had to reintubate the patient. A replacement tube was used to complete the case." There was no report of patient injury as a result of this event.

Manufacturer narrative:
Returned to manufacturer: december 9, 2014. Date received: december 22, 2014. Product evaluation: when received for analysis, there was tape on the tube which is an indicator of intubation and is consistent with the reported event. A syringe was used to inject the cuff with 10cc of air, and the air leaked out in less than 2 seconds which confirms the complaint. When compared to the assembly drawing: there was a gash in the cuff measuring 0.10¿ which would have resulted in the reported malfunction. When viewed under magnification, there were no other indentations or marks in the same proximity as the hole. The electrode wires were within their respective lumen which indicates they were not the cause for the damage. There is no evidence to indicate when the damage occurred, however it is likely the cuff was weakened by either over inflation or damage during insertion. Method: actual device evaluated; labeling evaluation; visual inspection; pressure testing. Results: stress problem. Conclusion: operational context caused or contributed to event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has not been returned for evaluation.